Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and the left ventricular (lv) lead exhibited a high out-of-range (oor) pacing lead impedance measurement > 2,000 ohms as shown in the trend several months prior. A boston scientific technical services (ts) suspected a possible lead fracture. Ts also suggested doing isometrics and pocket manipulation to ensure lead was capturing well. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Boston scientific received information that the complete lead was returned in two sections. The lead sections returned were stretched longer than original, likely due to extraction process. Visual inspection revealed a break in the insulation at approximately 19 centimeters from the is-1 terminal pin. An x-ray was taken and confirmed a fracture at that location. It was thought that this location was near where the suture was placed on the leads based pon the outer insulation marks. Analysis confirmed the allegation from the field.

Manufacturer narrative:
(B)(4); at this time, the product has not been returned. If the product is returned analysis will be performed and this event would be updated.

Event description:
Additional information was received that the left ventricular (lv) lead and cardiac resynchronization therapy defibrillator (crt-d) were explanted due to continued high out of range pacing impedance measurements. An x-ray was taken but did not yield any significant findings. The lead was not tested with a pacing system analyzer (psa) during the procedure. No additional adverse patient effects were reported.